Event description:
.

Manufacturer narrative:
(B)(4). The investigation was completed on 09/30/2014. Return product was not available for investigation. However, retain cartridges were tested and are functioning according to specification.

Manufacturer narrative:
(B)(4).

Event description:
On 06/26/2014, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium result of >9.0 on a patient sample. There was no additional patient information available at the time of this report. The customer report 3 samples were drawn from the patient and all 3 I-stat results were >9 mmol/l. Date: time: potassium: sample: unk, unk, >9.0, unk. Unk, unk, >9.0, unk. Unk, unk, >9.0, unk. There were no injuries reported with this event. The customer states sample was drawn from indwelling IV line without back flushing the line and the line has ringer's lactate which contains k. Based on the information available apoc suspected improper sample handling is a potential factor in the result of >9.0. The investigation is underway.